Event description:
The customer alleged while a dr was in with a pt, the ventilator displayed an alarm condition. There is no pt harm or change in therapy. The alarm condition was not reported or unknown. However, the ventilator's audio alarm failed to activate and then became intermittent. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The power switch, audio alarm assembly and the auxiliary harness assembly were replaced as a precautionary measure.